Event description:
Nasojejunostomy tube placement attempted as per protocol, nasojejunostomy tube perforated right bronchus causing pneumothorax as per xray, pt was asymptomatic initially, pigtail placed, protable esophagram done which shows no extravasation. Pt also seen by pediatric surgeon.